Event description:
The sheath used was a 7f destination for the contralateral approach. The angle of the cia branch was too tight to rotate the destination to the contralateral side, and there was a lot of trouble with balloon anchors, etc., but it managed to be rotated to the contralateral side. Jetstream 1.85 was used, but the rotation stopped when attempted to break through the stenosis where calcification was the most severe. There was no problem when the lesion in front of it was cut, but a lot of resistance was felt when the catheter was brought to the lesion. It rotated fine at the start but stopped after about 3 seconds. It was stuck with the wire, so it was able to be collected by total removal. The shaft of the thruway was kinked in some places, and resistance was felt when crossing through the cia branch, probably due to the tight angle of the cia, the catheter and wire kinked and could no longer be used. Patient outcome: no patient injury.

Manufacturer narrative:
The device is not expected to be returned for evaluation; therefore, no physical or visual analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Patient information was not provided. If there is any further information received, a follow up medwatch report will be submitted.